Event description:
Account stated that cell-dyn 3200 had generated erratic results in the closed mode. The initial results were: rbc=4.80x10e6/ul, hgb=9.28 g/dl, hct=32.1%. Repeat 1 results were: rbc=4.39x10e6/ul, hgb=7.59 g/dl, hct=32.1%. Repeat 2: rbc=4.98x10e6/ul, hgb=9.54 g/dl, hct=32.7%. No suspect results were reported. There was no impact to pt management.